Manufacturer narrative:
(B)(4). G2: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the titanium button of the implant was not sitting flush with bone after suture tensioning. The anchor was sitting out of the lateral tibial cortex/medial fibular space. The titanium button and suture remained within the patient but were not serving their intended purpose. Therefore, another anchor was placed distally to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.